Manufacturer narrative:
Further information was requested but is not available.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged rv lead damage, although it was not confirmed. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.